Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety device failed to properly cover the bd saf-t-intima¿ IV catheter safety system needle when it was removed from the infusion device. The following information was provided by the initial reporter: "when the needle was removed from the infusion device, the rubber stopper did not disengage and the needle was exposed, posing risk of needlestick to the patient and the staff member."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 04-apr-2022. H.6. Investigation: based on DHR review for material 383329 with lot number 1021405, the product lot met the assembly and packaging specifications and qa inspections. One sample was received by the customer to perform an evaluation. This sample only consists of the safety device, during the visual review it can be observed that the device was correctly activated, therefore, we cannot confirm the defect. No manufacturing root cause could be identified based off the returned sample evaluation.

Event description:
It was reported that safety device failed to properly cover the bd saf-t-intima¿ IV catheter safety system needle when it was removed from the infusion device. The following information was provided by the initial reporter: "when the needle was removed from the infusion device, the rubber stopper did not disengage and the needle was exposed, posing risk of needlestick to the patient and the staff member."